Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 30-apr-2014 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer was not opened. A field service engineer (fse) replaced the position sensor on drawer 4 after extensive troubleshooting. The inseparable latch was also replaced. The unit tested good in the application but not in hta. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es one of the drawers either failed to open, or when it did open, the system does not recognize the open state, prevented the cubies from open and restricted access to medications. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.